Event description:
The tack endovascular system (tes) was used in a peripheral procedure. During use, after successful deployments of the intended number of tack implants, an additional tack began to unintentionally deploy and was in a partially deployed, "flowered" state. The tack would not go back into the delivery system sheath. An attempt was made to explant the partially deployed tack with the delivery system. However, while attempting to withdraw the entire delivery system with the partially deployed tack, the tack became stuck on the outside of the introducer sheath and the tack was unable to be explanted. The tack was finally deployed in the cfa. This was a 4-8mm tack. The tack was ballooned into place in the cfa at a 9.5mm final diameter. This adverse event and product problem is being submitted because a tack was inadvertently deployed, requiring intervention.

Manufacturer narrative:
Due to an action item identified in an internal CAPA, a refresher training for the philips sales representatives was required to review the complaint reporting requirements. From that training, post market surveillance (pms) was made aware of retrospective complaints that had not been reported, resulting in this retrospective MDR. Block a: the patient's dob or age at time of event, sex, gender, weight, ethnicity, and race are unknown. Block b3/d6a/d10: the date of event was not provided, thus 01-jan-2022 was listed. Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. Block d1: the brand name is unknown; however, the affected devices are for the tack endovascular system. Block d4/g4/h4: the lot number was not provided; thus, the following information are unknown: brand name, model number, catalog number, unique ID, expiration date, manufacture date, and PMA number. Block e: the facility details was not provided, thus the following information are unknown: reporter name and contact info, facility name and address. Block h3/h6: the tack device was not returned; thus, no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.